Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented with angina and the procedure performed was to treat the mid-right coronary artery (mrca). An angiogram revealed a fully occluded mrca. The lesion was pre-dilated with an unspecified semi-compliant balloon. The 2.50x48mm xience xpedition drug-eluting stent (des) was implanted at 16 atmospheres when a dissection was noted at the distal end of the stent. A new 2.5x12mm xience xpedition des was used to cover the dissection. There were no adverse patient sequelae and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems electronic instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.